Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. The sensor was inserted into the abdomen. The date of event is an approximation. On (B)(6) 2024, it was reported that the patient¿s cgm was not providing any cgm readings for over three hours. The patient was wearing an omnipod insulin pump. During this time, the patient became incoherent. No specific bg meter reading could be recalled for this event. At some point, the patient¿s husband called emergency medical services (ems). Ems arrived and transported the patient to the emergency room (ER). The patient was diagnosed with dka and admitted to the ICU. She was treated with IV fluids and an IV insulin drip. The patient was discharged 6 days later. The patient was ¿fine¿ at the time of report. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
H2: additional information h10: additional - h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.